Manufacturer narrative:
Device analysis indicated that both body of the paddle lead were cleanly cut and damaged as wires were exposed. Two of the proximal ends of the paddle lead were not returned. The damage to the device is consistent with damages during explant procedure and is not considered a failure.

Event description:
A report was received that during a lead revision procedure, due to a non device related fall, the physician found that the lead was fractured where it was sutured as a result from the fall. The lead was replaced and the patient is reportedly doing well.

Event description:
A report was received that during a lead revision procedure, due to a non device related fall, the physician found that the lead was fractured where it was sutured as a result from the fall. The lead was replaced and the patient is reportedly doing well.